Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. The customer consumed carbohydrates to address bg. Reportedly, the customer did not believe they were receiving insulin so they stacked boluses. Recommendation was made to consult with healthcare provider regarding diabetes management.